Event description:
Customer stated the insulin pump has no audible tone. Troubleshooting was performed.

Manufacturer narrative:
Analysis revealed the infusion pump does not have audible tone due to broken transducer wire on the interface board.